Event description:
Reportedly, the instrument fired a complete stpale line but the knife blade did not fully cut and the anastomosis was incomplete. A temporary colostomy was performed. Pt status: stable. Procedure: low anterior resection.